Manufacturer narrative:
It was claimed that compressor was going into standby mode intermittently. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Based on technician statement, the issue was resolved by replacing standby valve. Based on prior investigation, the most probable cause to the failure is a leakage in the valve piston resulting in wrong pressure measurement. The defective part was not returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm reported. Manufacturer's ref. #: (B)(4).